Event description:
Procedure type: lap chole. According to the reporter: the surgeon fired as a trial prior to use on the pt, black foreign material dropped from the tip of device. Opened another and tried again, the same event occurred. The procedure was completed with ligation. Operating time was extended more than 30 minutes. There was no pt injury.